Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/20/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (vt) procedure with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac perforation which required hospitalization. Before the mapping phase, while placing the catheter, a cardiac perforation was noticed in the inferior vena cava, as the patient's blood pressure dropped. The perforation was confirmed with an echocardiogram. No medical intervention was required and the patient was stable at the time this complaint was reported to biosense webster inc. The patient did require extended hospitalization of four days for observation. The patient has fully received with no residual effect from the event and is vt free at this time. The physician¿s opinion on the cause of the adverse event is that this is the soundstar® catheter caused the perforation due to patient anatomy. There was resistance during the initial catheter placement. There was no issue with the catheter. A cordis 8 french sheath was used. There was no ablation performed at the site of injury, the inferior vena cava. It is noted that the patient could have had torturous venous access.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (vt) procedure with a soundstar eco diagnostic ultrasound catheter and suffered a cardiac perforation which required hospitalization. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Carto 3, coil and transducer tests were performed and catheter passed all specification. No error was found. Product is working properly. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed.